Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a pt received vibratory notification and a merlin transmission sent for high out of range hvli. The pt was to be brought in for testing, but there were no plans for lead revision at this time.